Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring before malfunction. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction happened again, which customer understood and acknowledged.